Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that chest compressions were administered to the patient during the first 10 minutes of the reported event. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device and data file were returned to zoll medical (B)(4). Evaluation of the ECG data found that the presented heart rhythm failed to meet the device's requirements for defibrillation. Our review of the data found an organized pulseless electrical activity throughout with no evidence of a ventricular arrhythmia present during the event. We have concluded that the device appropriately returned a "no shock advised" determination. The device worked as designed and configured and within the limitations of the technology available. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.